Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 10 years and 8 months due to severe prosthetic aortic valve stenosis and calcification. According to the op report, this patient previously had aortic valve replacement in 2002 with the subject device. Recently, she has had several episodes of falling. She underwent evaluation, which revealed severe prosthetic aortic stenosis (as) on echo. Upon explantation of the valve, it was noted to be well-healed, but all the leaflets were heavily calcified. The valve was obviously stenotic. On the right cusp, there was a build up of very friable, easily fragmented calcium. Transesophageal echocardiogram revealed severe as prior to bypass. After completion of the valve replacement with a new edwards prosthesis, it was shown to be functioning nicely without any perivalvular leaks. The patient tolerated the procedure satisfactorily.

Manufacturer narrative:
Device not returned. Unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the heavy calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.